Manufacturer narrative:
UDI #: (B)(4). Initial reporter phone number: (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
The customer reported that the screen got frozen and there were no response with the whitestar signature system. They had to restart the device, which happened few time that day. There was no patient involvement reported and no patient treatments delayed or cancelled as the system was being tested on site and a replacement was used.

Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document, service history, and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. Operational problem was identified as the failure mode. The review of the device history record (DHR) for whitestar signature system showed that there were no issues or non-conformities. Manufacturing has been ruled out as a potential cause for the reported issue. No conclusive evidence identified for reported issue. The system was working within amo specifications. All pertinent information available to abbott medical optics has been submitted.